Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unable to be determined at this time. Device has not been returned.

Event description:
Information was received that upon impacts to the instrument during implanting procedure, the distal cap came loose. The implant was removed successfully.